Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause could not be determined since the vessel dilator was not returned for investigation. One 0.018¿ x 50cm nitinol guidewire was returned for investigation. The coil wire was damaged 3.5mm from the weld tip. A break in the core wire was observed at this location. The coil wire was tightly coiled between the weld tip and the break in the core wire and also between the proximal attachment point of the coil wire and the break in the core wire. A microscopic examination revealed narrowing of the core wire near the break location, which is indicative of tensile related damage. It was reported that the guidewire became stuck within the dilator. It is possible that the damage occurred during use if the guidewire was retracted through the vessel dilator. After advancing the microintroducer assembly over the guidewire, the instructions for use state, ¿withdraw the dilator and guidewire, leaving the small sheath in place.¿ a tactual investigation revealed that the coil wire could be stretched over the broken ends of the core wire. The outside diameter of the guidewire was found to be within specification. Based on the condition of the guidewire, it is possible that the damage occurred during use; however, since the vessel dilator was not returned for investigation, the exact cause of the damage could not be determined. A lot history review (lhr) of recz2935 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC procedure the rn inserted the introducer needle and guidewire then removed the needle without any resistance. The rn placed the introducer sheath and dilator but when removing the guidewire it became stuck within the dilator. The rn removed the dilator and guidewire together. It was stated that the guidewire was intact but stuck at about 1 cm from the distal end. (B)(6) 2019 - returned wire is broken.